Event description:
The cam02 monitor was used for first time clinically since purchase and would not recognize a 1104g catheter. Doctor had to switch to an old mpm monitor with an old camino cable (camcabl) which worked. The mpm monitor was running on the patient in the intensive care unit (ICU). The sales representative came in to diagnose. They disconnected the mpm monitor and plugged the implanted catheter into the cam02 monitor and it would not recognize it. The catheter was then reconnected to mpm and it worked. Took a sample 1104g and plugged it into cam02 with new camcabl and it would not recognize. Tried again with a vtun catheter with a flex cable and it recognized it normally. Box works and it was believed the problem was isolated to new the new camcabl. There was no patient injury or delay in surgery.

Manufacturer narrative:
Integra has completed their internal investigation on september 19, 2017. Results: DHR review; no anomalies that could be associated with the complaint incident were observed. Complaints history; a minimum of 12 months¿ review of camcabl cable was completed using the following key words ¿would not recognise a 1104g catheter - cable to catheter connection failure¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 21-aug-2016 to 21-aug-2017. A total of (B)(4) complaints were reviewed of which 4 complaints contained the search criteria and are possibly linked to the complaint incident due to investigation in progress. During the time period ¿sep-16 to aug-17¿, the global product usage for camcabl was calculated as (B)(4) usages, using the total quantity of icp monitors¿ catheters sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of 4 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures or 1 complaint in every 10,148 procedures. This percentage is outside the expected range against the improbable rate of occurrence ((B)(4)) scored from the camino cables. Conclusion: product was not returned so the evaluation was unable to be performed. Therefore, an investigation for cause was unable to be performed. If the product is returned for evaluation the complaint will be reopened and the evaluation will be completed.